Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone, customer was attempting to bolus for her meal and when she pressed the up button the device kept scrolling. Customer's blood glucose was 285 mg/dl. The numbers kept scrolling up on their own and they wouldn't stop after she released the button. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.